Event description:
A customer reported recurring cartridge alarms since friday. There was no adverse impact to the customer¿s blood glucose level. To address the issue, tandem technical support arranged for a replacement pump with updated software to be sent to the customer, who will use mdi as backup therapy to ensure insulin delivery isn't interrupted. The customer was provided instructions on placing the old pump into storage mode before returning it and acknowledged the steps required to receive and use the replacement pump.